Event description:
The manufacturer received information alleging the device's battery was not charging. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board and system board were replaced to address the issue.